Manufacturer narrative:
This report is submitted on april 10, 2021.

Event description:
Per the patient, there is an infection (redness and swelling) at the abutment site which was treated with a topical steroid. The implant remains in-situ.